Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in 2080, in the patient's left (os) eye. The patient had a hyperopic outcome and the lens was explanted in the same month. The lens was not replaced.

Manufacturer narrative:
(Hyperopic outcome) evaluation: results: a visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear surgical residue on the lens. A lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.